Event description:
It was reported the patient experienced difficulty recharging the scs ipg for her cervical system. In turn the battery became too low and the patient lost stimulation. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
Field correction: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.